Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® urine complete cup kit that eighty-six (86) kits had open and dry soap towelettes. There was no health impact or consequence reported.

Event description:
It was reported prior to using bd vacutainer® urine complete cup kit that eighty-six (86) kits had open and dry soap towelettes. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary bd received six (6) samples and three (3) photos for investigation. The analysis of the samples and photos revealed that the seam on the towelette foil pouch is open and the towelette is dry. Additionally, 10 retained samples were inspected, and one (1) kit was found to contain a towelette foil pouch with an open seam. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: open package/seal - sterility in question. Upon investigation, it was discovered that in september 2024 operators noticed during regular production that the horizontal seal on the foil pouch was not being made properly. The hub-cross seal that creates the horizontal seal had worn out causing the horizontal pressure to be incomplete. The hub-cross seal parts were replaced; towelette pouches produced after the repairs were made were inspected with zero failures. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.